Manufacturer narrative:
(B)(4). The dexcom g5 mobile cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. Patient experienced a patchy, red and itchy skin reaction under the sensor patch, located at the abdomen. Patient's doctor prescribed over-the-counter flonase to treat the affected area on (B)(6) 2015. Patient stated the flonase has cleared up the skin reaction. No additional event or patient information was provided.